Event description:
It was reported the device's dso seal is damaged and has a broken battery compartment with rust. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found signs of heavy fluid contamination to the battery compartment and battery door, and a bubbled dso seal. Functional testing was performed. Upon review, the reported problem was verified. It was determined that the fluid contamination to the battery compartment and the bubbled dso seal were the root causes of the problem. The battery compartment, battery door, and dso seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.